Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium (na) results for "18 of the last 20 samples" generated by the unicel dxc 600i synchron access clinical system appear low. Customer reported that the results were not reported outside the laboratory. The customer did not supply any data to bec. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they were using saline "irrigation fluid" to clean the modular chemistry probe, not the saline solution recommended by bec. Bec customer technical specialist provided customer with the bec saline part number. To date, the customer has not contacted bec with any other ise issues.

Manufacturer narrative:
Result: saline. (B)(4).